Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported by the customer "loops broke inside patient during procedure (therapeutic). According to the report, the intended procedure was completed, noted that the same device was not used to complete the procedure. Per the report, the reported problem did not have an impact to the outcome of the procedure. No patient harm or injury, no user injury reported due to the event. The event reported occurred to be on the same device model (quantity of 3) with two are the same lot (2 lots 1000100402 and lot 1000099745). This event includes three (3) reports to capture the three lots reported to fail during procedure. Report with patient identifier (B)(6), wa47706s, 1000099745. Report with patient identifier (B)(6), wa47706s, 1000100402. Report with patient identifier (B)(6), wa47706s, 1000100402. This report being submitted is for report with patient identifier (B)(6) wa47706s, 1000100402.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Visual inspection on the received device found no signs of the cutting loop wire being broken or detached, both ends of the cutting loop wire were intact onto both filters from the distal end area. There were signs of char marks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused due to wear and tear of the device. Olympus will continue to monitor field performance for this device.